Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated data log to determine the possible cause for the discordant results. The specialist evaluated the pipetting (sample level sense) that was performed on sid (B)(6). The specialist identified sample level inconsistencies and no mechanical issue that would cause the discordant result. The investigation of the logs determined that sample level inconsistencies may be caused by the presence of bubbles within the sample. Siemens is investigating this issue.

Event description:
Two discordant, falsely negative allergy specific ige results were obtained on the immulite 2000 xpi instrument. The initial results were reported out and questioned by the physician(s) due to the patient history and clinical condition. The customer performed repeat testing using the same instrument and patient sample. The repeated results were higher and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely negative allergy specific ige patient results.

Manufacturer narrative:
Initial MDR was filed on 10-april-2018. Additional information (17-april-2018): a siemens headquarter support center (hsc) specialist evaluated the customers control data and determined that all control results were within acceptable limits. The potential cause of the discordant results is due to the presence of bubbles within the sample. Corrected information (17-april-2018): section b6 in the initial MDR incorrectly describes "repeat result for f6". The correction is "repeat result for f76". The instrument is performing within specifications. No further evaluation of device is required.